Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, error message did not reappear, and customer successfully started new sensor session; no additional information was received regarding further outcome.